Event description:
Related to MFR report # 2183959-2012-01536. On (B)(6) 2006, a monarc subfascial hammock was implanted to treat for "pop and sui" (pelvic organ prolapse and stress urinary incontinence). Plaintiff's attorney alleges that "after, and as a result of," the surgical implant, plaintiff had "suffered serious and permanent injuries, including, but not limited to, mesh infection and exposure, bloody discharge, urinary tract infections, difficult and painful urination, leakage of urine, pelvic pain, lower back pain, anxiety and depression, dyspareunia, and other injuries." Also alleged, plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.